Event description:
During an avm embolization with onyx, the doctor reported got into the cortical vein on the first injection. The procedure was successfully completed and no complications were reported to have occurred with the patient as a result of this event. However, the patient was complaining of a severe headache after the procedure. Act scan was performed in 2005 and physician found the the vein had thrombosed. The patient was brought back the following month and found the vein had re-opened.

Manufacturer narrative:
The facility disposed of this product, consequently, a returned product anallysis will not be possible.